Event description:
The customer received questionable ion selective electrode (ise) results for six patient samples. Of the data provided for one patient sample, only the sodium result was discrepant. The initial result was 151 mmol/l and the repeat result from another cobas c501 analyzer was 143 mmol/l. It was unknown if any of the erroneous results were reported outside the laboratory. The customer did not know if there were any adverse events. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found there was a fluidics failure and the reactions cells were not being cleaned properly due to a vacuum line on the waste vessel being disconnected. This prevented detergent 1 from being used to clean the cells. He reattached and secured the detergent 1 line. He ran a test on the output of nozzle #4 (detergent 1 dispense) and verified proper dispense of detergent 1. He ran a 21 sample precision check with results within specifications. The customer ran qc, which were within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for further investigation was requested, but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.